Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly and it was partially rolled in the handle assembly. It was also noted that it was kinked at the proximal section. The suture was broken. It was noticed that one section was attached to the trip wire loop and the other section was attached to the ligator head. It was likely that it was broken to separate the device from the scope. The ligator head was returned with all bands attached to it and some bands were moved out to their original position. Additionally, some bands were caught under other bands indicating that the device failed to deploy. The suture hole was in good condition and no damages were observed. Some ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted with the handle assembly. The reported event of failure to deploy bands was confirmed. The ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Additionally, the kinks in the trip wire could have occurred during the device setup when securing the trip wire in handle slot and rotating the handle during the use of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal during a ligation procedure performed on (B)(6) 2021. During the procedure, the band can not be release and it was stuck on the end of the device. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation procedure performed on (B)(6) 2021. During the procedure, the band could not be release and was stuck on the end of the device. Reportedly, there were no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.